Manufacturer narrative:
(B)(4). This complaint for a leak that occurred during use was confirmed in the lab as a cut in the tubing. The cause was determined to be user error. A labeling review was performed, and the labeling was found to be adequate for the use error in this complaint. The batch review was not performed because the lot number is unknown. The device was destroyed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that leakage was identified from a scar on the tubing of the transfer set. The tubing was pinched by the clean flash while the patient was changing the bags. The transfer set had been used for 60 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.